Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a fracture of the distal femur was non-union after two years from implantation. It was reported that the original implant was placed into the patient on (B)(6) 2012. The patient fell on (B)(6) 2014 which resulted in the breakage of the plate. The surgeon removed the broken plate and implanted a nail in the femur on (B)(6) 2014. The patient is not allowed to bear any weight after the procedure on (B)(6) 2014 per the surgeon. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The plate is broken at the third distal lcp hole. The threaded bore on condylus at the distal area of the plate is mechanically damaged. Based on the topography of the fracture surface, it can be conclude that the plate was subjected to low dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force over almost two years, which finally led to the material overload / fatigue failure. It is likely that the final breakage of the implant occurred during the patient¿s fall. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.